Event description:
During a gastrectomy procedure, the following: "staple malformed at second firing. Changed the cartridge twice but the same results. It was completed with additional suture." There were no adverse consequences to the pt.